Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-right coronary artery (rca). After a failed attempt to cross, when the us rx ultra 9-cell 4.5/28 mm stent delivery system was removed from the anatomy, the stent had come off the balloon and was left in the mid-rca undeployed. A snare was attempted to remove the stent, but the stent was knocked out of the rca and it traveled to the left iliac where it was ultimately retrieved with the snare device. It was reported that prior to dislodgement, the stent met resistance with a non-abbott guiding catheter. Patient returned the next day for atherectomy and stent placement. The case went well with a good patient outcome. There was no reported clinically significant delay in the procedure. No additional information was provided..

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned stent implant. The reported stent dislodgement was confirmed; however, the reported failure to advance and difficult to remove (guide catheter) could not be tested as it was based on operational circumstances. It was reported that the device was removed from the anatomy and the same rx ultra was reinserted several times. It should be noted that the ultra rapid exchange (rx) coronary stent system (css), international, instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported failure to advance, difficult to remove, foreign body removal and subsequent treatments appear to be related to the operational context of the procedure. However, the reported stent dislodgement appears to be related to the interaction with the guiding catheter and reinsertion of the device (use error). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.